Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing. An attempt was made to replace the lead, but patient anatomy would not allow passage of a wire to the target site, hence the lead remained implanted. The patient was stable.